Event description:
A customer reported obtaining unexpected negative reactivity on the antibody screening assay on galileo echo m00213.

Manufacturer narrative:
A review of the image result files and color check showed that sample had not been pipetted into the test well. The probe was replaced by the customer and passed all maintenance tasks. An immucor field service engineer performed the unexpected reactions checklist. The peri pump tubing and a syringe were replaced. Qc was performed and acceptable results were obtained. Four samples were tested on the group and screen assay. Acceptable results were obtained. The instrument is operating within specifications.